Event description:
"After the procedure, there were bleedings, the pt had a second procedure for biliary peritonitis and closing again the cystic canal. The surgeon said it was linked to a clip fall."

Manufacturer narrative:
The subject device was not returned for evaluation. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard mfg and testing procedures. The cer was delayed by the hosp pending a review of the case with the surgeon. The hosp did not report this incident to the foreign authority as the incident could not be confirmed to be a result of a device failure. Therefore, we are concluding our investigation and closing this incident file. This document represents our initial and final report.